Event description:
Vercelli gg, venturi f, minardi m, et al. Time-resolved magnetic resonance angiography for follow-up of treated dural and epidural spinal arteriovenous fistula. Journal of neurological surgery part a, central european neurosurgery. 2022;83(6):561-567. Doi:10.1055/s-0041-1739205 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to demonstrate the validity of themultiphasic magnetic resonance angiography (mra) to identify recurrent/residual arteriovenous fistulas (avfs) or their correct surgical and/or endovascular closure. The study included 20 patients (12 male, 8 female; mean age 65 years) with perimedullary venous congestion due to dural or epidural spinal avf who underwent a total of 26 procedures (11 endovascular, 15 surgical). The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - there were 5 cases of recurrence or residual avfs. It is unclear of how many of these had been treated with onyx.  - one of the patients who had been treated endovascularly with onyx experienced their symptoms start to get worse again after an initial improvement. MRI showed persistence of myelopathy and mra showed shunt persistence under the left pedicle of t6. During dsa, they failed to identify the fistula despite repeated attempts, probably due to technical difficulties in selective catheterizing of the intercostal artery. However, they opted for a surgical exploration with intraoperative finding of the arterialized vein and normalization of the perimedullary venous plexus perfusion after closure of the fistula.  - there were 2 cases of groin hematoma.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx; e1: street 1 (cont.): (B)(6). G2: citation: authors: vercelli, g. G., venturi, f., minardi, m., cofano, f., zenga, f., bergui, m., garbossa, d.. Time-resolved magnetic resonance angiography for follow-up of treated dural and epidural spinal arteriovenous fistula. Journal of neurological surgery 83(6):561-567 2022. Doi:10.1055/s-0041-1739205 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.